Event description:
It was reported, "wash out, head exchange."

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital policy.